Event description:
Took rapid covid test at (B)(6) in (B)(6) on (B)(6) 2020. Received a call 30 minutes later that I was covid positive. Took a pcr test 6 hours later which turned out to be negative. FDA safety report ID# (B)(4).